Manufacturer narrative:
The serial number has not been provided at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing of a scope, when inserting the light source and drying with the endoscope reprocessor, a brown liquid was noted coming out of the scope air/water pipe. Additional information was received indicating the water filter replacement deadline had expired and that the water supply piping was not disinfected. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6) capture the events where scopes were potentially incorrectly reprocessed with the subject device in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and presence of the brown liquid were unable to be confirmed. Additionally, the disinfection of the water supply piping was not conducted, and the water filter replacement deviated from the instructions manual. However, the definitive root cause of the brown liquid could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿immediately after each patient examination, perform bedside cleaning, clean the outer surfaces of the endoscope, brush the suction channel, flush and rinse all channels according to the step-by-step cleaning procedure described in the endoscope¿s instruction manual. Complete both the prescribed bedside and manual cleaning procedures. Warning always preclean each endoscope immediately after the examination. If precleaning is not executed promptly, debris will solidify and may prevent effective reprocessing. Failure to preclean will leave excessive amounts of debris adhering to the endoscope and may compromise the effectiveness of the reprocessing. Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. Disinfection of water supply piping is required in the following cases. Before using this equipment for the first time (after installation of the water filter). Immediately after replacing the water filter. Whenever contamination of the water supply piping has been determined. Before using the equipment when it has not been used for more than 14 days.¿ olympus will continue to monitor field performance for this device.